Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing when the pump was powered on, the display screen was found to be dim and discolored. A test screen was installed and displayed properly. Unrelated to the display issue, the keypad cover was torn below the ok keypad button. The keypad buttons were responsive and evidence of contamination was found under all key contacts.